Event description:
It was reported, the xenon light source had the power button stuck inside the machine. The issue occurred, during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac). The customer reported, the power button stuck inside the machine. The customer wanted to know if he could replace the button. Tac explained, no that it will have to come in for repair. The customer declined to initiate an RMA and indicated, that they will do it and call back later. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.